Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient indicated they were experiencing muscle stimulation near their device. Abbott technical support (ts) reviewed the session records which indicate the muscle stimulation occurs during bipolar stimulation in the atrium and high ventricular output. In addition, noise was observed on the right ventricular (rv) lead. Ts recommended further atrial and rv lead testing. No further intervention was performed, the patient will continue to be monitored and the leads remain implanted. The patient was in stable condition. Related manufacturer reference number: 2017865-2017-03058.